Manufacturer narrative:
(B)(4). The sample was not returned for evaluation and the lot number is unknown, therefore, a device analysis could not be performed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported a patient experienced peritonitis coincident with peritoneal dialysis (pd) therapy. The peritonitis was manifested by abdominal pain and cloudy pd fluids. The cause of the peritonitis was reported as noncompliance, however no specific use error or breach in aseptic technique was reported, therefore the cause of the peritonitis will be assessed as unknown. It was reported the patient was hospitalized for the event. The same day as hospitalization, the patient began treatment with vancomycin and ceftazidim, for ten days (doses, frequencies and routes not reported) for peritonitis. The same day the vancomycin and ceftazidim were discontinued, the patient began treatment with ciprofloxacin, entinam and amikacin (doses, frequencies and route of administration not reported) for twelve days. The patient was discharged twenty-nine days after admission. At the time of this report the patient was not recovered from this peritonitis event. Pd therapy was discontinued and the pd catheter was indicated to be removed. No additional information is available.